Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which an unknown promus stent was deployed in the mid left anterior descending (lad) artery. On (B)(6) 2012, the patient had unstable angina, 872 days post procedure. Angiography revealed 80% stenosis in the distal lad, which required revascularization with placement of another stent for treatment. No additional information was provided.